Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure, the lead was placed and removed after no sensing was observed. A replacement lead was implanted. The patient was stable throughout.

Manufacturer narrative:
A partial lead distal portion of the lead measuring 40.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.